Event description:
Caller reported a malfunction on the pump, specifically displaying malfunction code malf 3, and the issue was not caused by any prior notable events. The impact on the customer's blood glucose level is unknown, as the caller declined to answer if levels exceeded 500 mg/dl. The customer opted to use manual daily injections (mdi) as backup therapy to ensure insulin delivery was not interrupted. Technical support decided to replace the pump, and since the pump was out of warranty, the caller showed interest in obtaining an out-of-warranty loaner pump.